Event description:
It was reported that a right ventricular (rv) lead dislodgement was discovered during final implant procedure testing. The lead was repositioned and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.